Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a rotator cuff repair, using the appropriate punch, tunnel preparation and technique, the 2.8mm q-fix suture anchor was deployed but immediately it was pulled out out from the pilot hole of the patient when withdrawing the inserting device. A small void was left in the patient where the 2.8mm q-fix would have been implanted. It was decided to use a 5.5mm multifix s-ultra knotless anchor and a free tape instead. Surgery was resumed, after a non-significant delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per complaint details, a ¿small¿ void was left in the patient after failed anchor attempt. Reportedly, all debris was cleared from the anchor site and the procedure was completed with a non-significant surgical delay without patient injury via use of a ¿back-up device¿used in a new hole, using the appropriate punch¿. The clinical root cause of the reported event could not be definitively concluded. Although the current patient status is unknown, patient impact beyond the reported ¿small void¿ (bone hole) would not be anticipated, as the second back-up (multifix) device reportedly ¿worked perfectly¿. No further medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.